Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately 1 month after implant of the device system, the patient was admitted to the hospital due to an infection. Cultures taken of the patient port shortly after implant indicated the presence of propionbacterium, however blood cultures were negative. The patient was treated with antibiotics and the device system remains in use. The patient is a participant in the wrap it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.